Event description:
It was reported that a user experienced repeated scan errors while attempting to pair a freestyle libre 3 plus sensor to the ilet; after guided troubleshooting, including phone restart and rescanning, the ilet displayed that the sensor was in warmup, indicating pairing had occurred. No adverse clinical symptoms reported. Outcomes included no change in clinical status and no need for medical intervention. User support included guided troubleshooting and verification of sensor status within the ilet sensor menu. Investigation of this case revealed a communication or activation confirmation issue during sensor pairing, with the device subsequently indicating normal sensor warmup. It was concluded, based on previously established findings for similar reports, that the cause was user-interface interaction or transient connectivity behavior consistent with normal operation once pairing completed.

Manufacturer narrative:
Initial.